Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare, its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the manufacturer, by the end user, per the end user. That customer stated: "the following occurred on (B)(6): allegedly, a resident fell out of bed and was injured. Per (B)(6), they were originally told that the alleged fall happened because the resident was leaning on an assist rail that is allegedly faulty and does not lock in place. However, per (B)(6), they were later advised that while the right assist rail is allegedly faulty, the fall allegedly occurred while the cna was helping the resident out of bed and not due to the alleged faulty product. The following injuries allegedly occurred: resident's hip was broken. (B)(6) to (admin) and (B)(6) (maintenance) reported that the injured party was hospitalized. The product has been taken out of use. " complaint #(B)(4) and ra#(B)(4) were entered into our system. As of this writing, the units have not been returned for investigation.